Manufacturer narrative:
One ampere¿ rf ablation generator was received into the lab for analysis. When power was applied to the generator, the screen illuminated red while displaying a generator malfunction error, contact st. Jude medical. The controller board assembly was temporarily replaced with a known good assembly and upon power cycle to the generator, a normal boot up sequence was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to abnormal functionality of the controller board assembly.

Manufacturer narrative:
Additional information: g3, g6, h2, h#, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an atrial flutter ablation procedure, error "high impedance at 999" appeared on the generator. Despite several attempts to connect and reconnect cables and catheter replacement, the issue persisted. The procedure was unable to be completed. The generator will be replaced to resolve the issue.